Event description:
The patient reported that he had a v-go 30 that started to fall off of the upper left quadrant of his abdomen on 4/8 and it was very painful when he felt the v-go poking him. The patient applied this v-go 30 on 4/7 at around 7pm. The patient confirmed that he used an alcohol swab and a cavilon barrier wipe was also applied to the infusion site. The patient mentioned that when the v-go started to become loose, he gave himself 5 remaining clicks before he removed the v-go and his bg was 91. When asked what his normal range should be, he responded that it should be between 80-120 and he gave the clicks so he would not waste insulin.

Manufacturer narrative:
-The device was returned and evaluated. The evaluation result is as follows: one device was received and evaluated for the complaint regarding the device fell off event. Device #(B)(6) was inspected, and no issue was observed. However due to the used condition of the foam pad, the original adhesion properties could not be verified. Therefore, the complaint about this device could not be confirmed.